Event description:
The needle was broken in the body of abdominal area [needle issue]. Injection site appeared bruise [injection site haematoma]. Case description: the incident does not represent a serious public health threat. Medical device info: class iia. This spontaneous case from (B)(6) was reported by a medical doctor as, "the needle was broken in the body of abdominal area" and "injection site appeared bruised". It concerns a female pt of unk age, using novofine (30g) needles since an unk date for device therapy. Pt's height: not reported. No medical history has been reported. In the morning of (B)(6) 2011, when the pt was finishing her injection and pulled out the needle, she found the needle was broken. She thought the needle was broken in the body of the abdominal area. She went to the local hospital. The emergency room doctor did not find the broken needle in the body, but the injection site appeared bruised. An x-ray examination was taken, the broken needle was not found. The pt was then transferred to another hosp. The pt had use the needle for 4 to 5 times prior to the event. No further info is available from the reporter (ER doctor). The overall outcome was not reported.